Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a high blood glucose (bg) level of 394-395 mg/dl; cause was unknown. Customer attempted to address raising bg levels by changing out the infusion set twice and programming a bolus on the pump. The customer was treated at the ER with intravenous fluids. No issues were observed with the cartridge, infusion set tubing, infusion set cannula, or insulin in use at the time of the event. Reportedly, the customer was released after five hours with the issue resolved and no permanent damage.